Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 120 mg/dl. The customer was treated with bolus with insulin pump in the hospital. Customer states insulin pump had insulin pump error. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.